Manufacturer narrative:
Per report, "customer called in and stated this nebulizer stopped working completely." Customer also reported, "pt called says nebulizer seems to be vibrating so much can't keep on stable surface, making loud noise and keeps vibrating, has to put something around it to hold in place so it doesn't fall off table, pt uses 2 times a day and cannot use more than 30 minutes at a time but treatments take longer, pt has medline nebulizer, albuterol treatment followed with sodium chloride does each in morning and afternoon or evening, pt is requesting nebulizer exchange." There were no reports of death, serious injury, medical intervention, or follow up care. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
Per report, "customer called in and stated this nebulizer stopped working completely."